Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified brachial vein. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon fifth inflation at 8 atmospheres for 20 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. There was no patient injury as a result of this event.